Event description:
A technician discovered this stretcher in storage, and found that the brakes would not hold.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the brake steer bracket in order to resolve the problem.